Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced episodes of non-sustained ventricular tachycardia (vt) due to bi-ventricular (biv) trigger pacing. Boston scientific technical services (ts) reviewed the electrocardiogram and confirmed biv trigger pacing was inducing short runs of vt. The physician elected to reprogram the device, per ts recommendations, and will closely monitor the patient. No additional adverse patient effects were reported. This device remains implanted and in service.